Manufacturer narrative:
Hospital discarded.

Event description:
Allegedly, during a laparoscopic procedure, the doctor noted when closing the port hole that the tip of the instrument had broken off and fallen into the patient's abdomen. The doctor immediately located the broken tip and removed it from the patient. The instrument was replaced and the procedure was completed with no delay or no serious injury to patient.